Event description:
Rptr is a nurse. While at work rptr noticed hives, shortness of breath, etc after going into a room to retrieve a piece of equipment the dr had used. He also had worn allegiance latex gloves. Rptr had been bothered by latex before, ie: eyes watering, hay fever symptoms, etc so rptr had stopped wearing latex on the day of this reaction. Rptr had no direct contact with latex. Employer sent rptr to an allergist dr who diagnosed latex hypersensitivity type 1. He also advised rptr they could only work in latex free environment.